Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a damaged charged coupled device. In addition, cable part loose and break were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd camera head display a distorted image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the distorted image was due to a faulty charged-coupled device (ccd). Additionally, there was evidence of water invasion to inside of the cable and ccd. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.